Event description:
Initiated medi-jector use on 11/10/97. Experienced 3 episodes of hypoglycemic reactions the week of 11/10/97 resulting in one admission to the emergency room. Experienced epileptic seizures and blood sugars ranging in the 20's. Was treated and released.